Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified popliteal artery. A 5.5x80mm supera self-expanding stent was used for the procedure and resistance was met with the anatomy during advancement. Deployment was difficult and resistance with the anatomy was still met, but the supera stent was ultimately deployed at the lesion. It was then noted that the top cone (catheter tip) got stuck in a calcified area and detached. It was ultimately retrieved and removed from the patient via snare device. Additionally, it was noted that the outer catheter (shaft) was broken. The patient had a good result and no leg pain afterwards. There were no adverse patient sequel reported in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported resistance and deployment issue was unable to be confirmed. However, the tip detachment and shaft pulled out of the strain relief tubing was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation determined that the reported difficulties were likely related to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.